Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 110 units of insulin. There was no impact to the customer's blood glucose level. The customer was able to successfully add additional insulin to the cartridge and complete the load process.